Event description:
It was reported that arteriotomy closure of the right common femoral artery (cfa) was performed with a perclose proglide device using a 5f or 6f sheath after a diagnostic procedure. Reportedly, four hours post procedure, the patient experienced right leg pain. The leg was described as cold, pale and no pulse. The patient was brought back to the catheter lab and an angiogram was taken. The cfa was noted to be mildly calcified. A dissection in the right superficial femoral artery (sfa) was found and the profunda had been closed. Using a contralateral approach through the left cfa, a balloon was advanced to open the profunda and two stents were deployed in the sfa above and below the profunda. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The perclose proglide instructions for use states the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information, no product deficiency is suspected.